Event description:
It was reported that a uv-flash solution transfer set leaked at its connection with the sleeved port of a yume set for uv-flash (baxter-product). This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted. This report is for the same event as (B)(4).

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. A visual inspection, a leak test, a clear passage test, and a clamp function test were performed on the device. The outside diameter of the uv spike was measured and found to be within specification. The device performed within the product specifications and the report was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.